Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this right ventricular (rv) lead was stuck in the header. The lead was removed by cutting off the header. A temporary pacemaker was inserted prior to removing the header due to the dependency of the patient. A new device was implanted and the lead remains in service. No adverse patient effects were reported.